Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint and replaced the string pot and set up joint (suj). The system was tested and verified as ready for use. As of the date of this report, the string pot and the suj has not yet been received by isi for evaluation. Therefore, the root cause of the reported failure mode has not yet been determined.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that universal surgical manipulator (usm) 3 faulted. The customer power cycled the system, and recovered the fault, but the issue continued. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed the reported 23072 error against usm 3. The tse had the customer perform a hard power cycle of the patient side cart (psc), but the error returned. The tse suggested to disable usm 3 and recover. Disabling usm 3 resolved the issue and the site proceeded with case setup. The ports were not in place when the issue occurred.